Event description:
It was reported that, "the suture defected during a robotic myomectomy at the swedge. They were able to safely remove both the needle and suture to proceed with another suture. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported has not been returned. Method: the actual product involved with the incident reported has not been returned. Results/conclusions: the actual product involved with the incident reported has not been returned. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialities (B)(4). Requirements throughout the incoming, manufacturing and final inspection processes. No inventory available for the finished good lot reported. Needle supplier which is our customer as well was contacted to verify if there were any quality issues related to these needle batches. As of the day of this report, no information has been received from supplier. At the time of this report samples have not been received. Upon receipt of samples a follow up report will be submitted once the evaluation ois completed. (B)(4). Item #sxmd1b406 stratafix spiral pga-pcl knotless tissue control device. Sh 0 monoderm 20 cm, lot mbts820.